Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer had an unexpected restart on the insulin pump. Customer's blood glucose level was 226 mg/dl. Customer stated that the buttons will not work. Customer took the battery out and when they put a new battery in, customer had an unexpected restart. Customer stated that the alarm was cleared but when she goes to the time and date set-up, the numbers go haywire. Customer stated that the pump was not stored or not in use for an extended period of time. The unexpected restart is recurring during normal pump use. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.